Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No prime fill anomaly noted during testing. The following were noted during visual inspection: scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a priming anomaly. Customer stated that they were unable to load reservoir and piston was not moving. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.